Event description:
Customer reported via phone call that the insulin pump had an error alarm during the manual prime. Customer stated that they removed the set for shower and when putting it back on they received an error alarm. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 448 mg/dl. Advised customer to revert to a back up plan and that the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.